Event description:
Medtronic received information regarding a catheter. It was reported that intraoperatively, the surgeon attempted to place the catheter in the patient's lumbar while the patient was in a lateral decubitus position. However, the catheter placement was unsuccessful. The catheter with wire was initially placed and noted to be further in than the typical depth of 20cm. Upon the surgeon attempting to remove the catheter with wire, the catheter was noted to be stretching and ultimately sheared off despite attempts to preserve continuity of it. The sheared off portion of the catheter was in the patient. The surgeon attempted to retrieve the fragmented section of the catheter from the patient, however, they were unable to successfully retrieve it. The surgeon ordered a stat x-ray to review the location of the catheter fragment that remained in the patient. At that time, they made the medical decision to intentionally retain the fragment in the patient.

Manufacturer narrative:
E. Initial reporter asked to remain confidential. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.